Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was determined that the reported difficulties and subsequent treatments appear to be due to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the multi-link 8 coronary stent systems instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 90% stenosed de novo lesion in the mid right coronary artery (rca). After the non-abbott guide wire was placed, the vessel occluded, which was treated with balloon angioplasty, aspiration, and medication. An intravascular ultrasound catheter was advanced and could not cross the lesion due to interaction with the implanted non-abbott stent. An attempt was made to advance the 4.0x23 mm multi-link 8 stent delivery system (sds) to the mid to distal rca; however, the sds failed to advance to the lesion due to interaction with the implanted non-abbott stent. An anchor balloon technique was used and a guide liner was advanced to the proximal rca. The sds was advanced distal to the implanted stent through the guide liner. Pressure was applied to the sds to 4 atmospheres; however, the sds did not hold pressure. The sds was could not be removed from the lesion. Force was used and the distal end of the hypotube separated. The separated portion could not be removed with a snare. The patient was taken to another hospital for emergency surgery; however the separated portion could not be surgically removed from the patient. Part of the sds in the coronary into aorta was cut. The distal part of the separated portion and the stent remain in the coronary artery. Coronary artery bypass grafting was performed in the distal rca. There were no adverse patient sequelae. No additional information was provided.